Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that an ar-3638 knotless fibertak anchor broke during insertion. The surgeon recovered all of the anchors and used the sutures from it to insert a 2.9 mm pushlock. Another ar-3638 knotless fibertak was attempted to be implanted, but it also broke during insertion. All the fragments were recovered. Then, the surgeon noticed that the ar-3600d-2 1.8 mm drill used to prepare the bone had broken before the first anchor had broken and had not drilled the appropriate depth. The broken drill fragment was not retrieved, the surgeon was confident that it stayed buried in the bone. The drill was measured, and about 1.5 cm broke off. The case was completed successfully using a new drill and a new fibertak. This was discovered during a labral repair procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Upon visual inspection, the distal end of the shaft/flutes was broken off. Per drawing c7508-02, the diameter meets the specification at ø.094±.001 results .095. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.